Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector. Failure analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. The insulin pump was had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's screen was not clear. The customer stated the text on the screen was not visible. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.